Event description:
During a clinic follow-up, the leadless pacemaker (lp) was being interrogated using conductive telemetry when it lost contact resulting in an inability to program the device. A magnet was used to accelerate the rhythm and with this acceleration, the lp was able to be interrogated successfully and was able to be reprogrammed. The patient was stable and will continue to be monitored.